Event description:
Additional information was received. It was reported that, on (B)(6), the physician cut the distal tip of the catheter off that was attached to the inflammatory mass. It was indicated that the unit was left in and was working.

Event description:
An inflammatory mass at the catheter tip was reported. Diagnostic/device troubleshooting was noted to have been done, however, specific details were not provided. Patient symptoms included pain and less than 50% therapy relief. Per reporter a possible revision or explant was scheduled on (B)(6) 2014. Drug delivered via the device was unknown. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8709sc, serial#(B)(4), implanted: 2011 (B)(4); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).